Event description:
A talent thoracic stent graft system was implanted in the pt for treatment 5.5 cm saccular thoracic aorta aneurysm. Vessel morphology was not reported. It was reported that the talent 4440 stent graft was implanted into the distal side of aneurysm without issue. During insertion of talent 4646 delivery system, the gap of the tapered tip and outer sheath was caught on the endoskeletal stent of the implanted talent 4440 stent graft. (MFR 2953200-2010-01562) the tw4440 was removed proximally resulting in one of the covered stents on the outer arch to be inverted. The physician believes that the cause of the issue was due to the inadequate tension of guidewire during insertion. The talent 4646 delivery system continued to be advanced over the origin of bovine. The talent 4646 delivery system was deployed by the quick withdrawal of outer-sheath by 2 stents while positioning, there was misaligned deployment of the apex. The stent graft was pulled down; however, this did not resolve the misaligned deployment of the apex. Angiography showed a proximal type I endoleak. There was no further treatment at this time because of the bovine arch, and there was no sealing zone between the origin of bovine artery and the graft edge of the implanted talent 4646 stent graft. The pt will continue to be monitored. No add'l clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval results: (endoleak).